Event description:
Medical assistant was preparing vaccines and when needle was placed in prefilled syringe, the needle failed to lock and kept turning. The needle was subsequently changed and the defective needle was placed on a different empty syringe to see if it was the needle or the syringe. The same thing occurred on the empty syringe.